Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test could not be performed due to the alarm. The motor was tested outside of the device and passed. No displacement anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a dried substance on the belt clip slot.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and then for a motor error. The customer did not know the blood glucose reading. The customer reported that the insulin pump had been through a cat scan but no MRI. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.